Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery depletion and no malfunction was identified.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient lost stimulation due to ipg being inoperable. It is undetermined if the ipg is exhibiting normal or premature depletion. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.